Event description:
Event #1 [redacted date] oncology unit. Pharmacy staff members identified IV lines with leaky chambers. This has been reported four times within our department. Lines discarded. Chemo being prepped by oncology pharmacy. Product discarded according to chemo handling policy drip chamber in line 2r8480, lots r23j05086, r22i06123. Event #2 [redacted date] medical oncology. Patient was receiving a research drug infusion. Patient noticed a small puddle of fluid on the side table of her treatment chair. Unsure of what it was, patient dipped her finger in it to taste it. Patient realized it wasn't her ginger ale and alerted nursing staff. Upon further investigation, a small pinhole was found in the tubing, causing the leak. Per provider and research staff, the drug had to be remade using an estimate of how much the patient had received to determine how much more drug should be given. Patient then had to wait an additional approximate 2.5 hours for the replacement bag to be made, drastically delaying her day. Per research staff, nothing could be done about the patient ingesting some of the drug. Patient was given provider clinic number and educated to call if any new symptoms occurred. Items: 2c8541 continu - flo set with duo vent lot (10) r23i11079 exp [redacted date]. 2h8871 non-dehp extension set lot (10) r24g16031. Event #3 [redacted date] neonatal ICU continued issue with leaking baxter tubing. While performing daily central line audits, this author found leaking baxter tubing infusing tpn despite presence of green alcohol caps. Rn made aware and tubing/fluids changed per unit policy. Leaking y-site marked and delivered manager, shipped to baxter. Lot number unknown. Tubing 2r8546, shipped to baxter [redacted date] ups box tracking# [redacted number]. Manufacturer response for IV tubing, (brand not provided) (per site reporter).